Event description:
Customer reported that pump screen was dark and unresponsive, with the quick bolus/wake button difficult to press. Despite these challenges, there was no adverse impact to blood glucose levels. Technical support instructed the customer on how to troubleshoot the issue, including keeping the pump plugged into a power source, which allowed the screen to turn on. However, it remained non-functional when unplugged. The customer continued to use the pump for insulin therapy.